Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff of unspecified age in united states on 14-jul-2016 who had essure (fallopian tube occlusion insert) placed. On (B)(6) 2013, following discussion with her physician concerning safe and effective birth control options and consideration of material concerning the essure device, plaintiff underwent the essure procedure. Sometime following to the implant, she began to experience symptoms that included, but are not limited to, back contractions, vaginal sharp pain, migraines, nausea, dizziness, cramping and an allergic reaction to the essure device. Because of the symptoms she was experiencing, in or around (B)(6) 2013, plaintiff underwent a hysteroscopy, laparoscopy, bilateral partial salpingectomies, and essure removal to try and alleviate the symptoms. Follow-up received on 05-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced cramping (seen as abdominal cramps). A hysteroscopy, laparoscopy, bilateral partial salpingectomies and essure removal were performed. The event is listed in the reference safety information for essure. Abdominal cramping may occur with essure therapy. In this case, it was reported that she experienced this event sometime following the essure procedure. Based on its nature and considering a compatible temporal relationship, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), abdominal pain ("cramping") and ovarian lesion excision ("ovary lesions") in an adult female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included female condom, shooting pain, salpingitis (mild acute salpingitis.), fibrosis (focal lumina' fibrosis.), pelvic discomfort and nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and the first episode of muscle spasms ("back contraction"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovarian lesion excision (seriousness criterion medically significant), the second episode of muscle spasms ("back contractions"), vulvovaginal pain ("vaginal sharp pain"), the first episode of migraine ("migraines"), nausea ("nausea"), dizziness ("dizziness"), allergy to metals ("an allergic reaction to the essure device / nickel allergy"), the second episode of migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), endometrial disorder ("chaotic menstrual endometrium"), endometriosis ("powder-burn cluster / chaotic menstrual endometrium") and fatigue ("fatigue"). The patient was treated with surgery (hysteroscopy, laparoscopy, hysterectomy with bilateral salpingectomy, microcoil removal), surgery (ablation) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, ovarian lesion excision, the last episode of muscle spasms, vulvovaginal pain, nausea, dizziness, allergy to metals, vaginal haemorrhage, female sexual dysfunction, the last episode of migraine, headache, dysmenorrhoea, dyspareunia, endometrial disorder, endometriosis and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, dizziness, dysmenorrhoea, dyspareunia, endometrial disorder, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, ovarian lesion excision, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of migraine, the first episode of muscle spasms, the second episode of migraine and the second episode of muscle spasms to be related to essure. The reporter commented: patient had a improved significantly since her surgery. Her symptoms have virtually resolved. Diagnostic results: on (B)(6) 2013, surgical pathology report diagnosis: left and right fallopian tubes segments with micro coil, bilateral partial salpingectomy: - mild acute salpingitis with focal lumina' fibrosis. - coiled metallic wire consistent with microcoil. Gross description: segments of l and r fallopian tubes with microcoil are 2 segments of fallopian tube measuring 2 x 0.6 cm (inked blue) and 2.5 x 0.7 cm. The lumen of each segment contains a coiled metallic wire. Pelvic pain, migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia'), abdominal pain ('cramping') and ovarian lesion excision ('ovary lesions') in an adult female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". Medical conditions: on (B)(6) 2013, surgical pathology report diagnosis: left and right fallopian tubes segments with micro coil, bilateral partial salpingectomy: mild acute salpingitis with focal lumina' fibrosis. - coiled metallic wire consistent with microcoil. Gross description: segments of l and r fallopian tubes with microcoil are 2 segments of fallopian tube measuring 2 x 0.6 cm (inked blue) and 2.5 x 0.7 cm. The lumen of each segment contains a coiled metallic wire. Concurrent conditions included female condom, shooting pain, salpingitis (mild acute salpingitis.), fibrosis (focal lumina' fibrosis.), pelvic discomfort and nickel sensitivity. Concomitant products included ethinylestradiol;levonorgestrel (alesse) from (B)(6) 2013 to (B)(6) 2013. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of muscle spasms ("back contaction"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal sharp pain"), allergy to metals ("an allergic reaction to the essure device / nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and back pain ("back contraction"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the second episode of muscle spasms ("back contractions"), the first episode of migraine ("migraines"), nausea ("nausea"), dizziness ("dizziness"), the second episode of migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), endometrial disorder ("chaotic menstrual endometrium"), endometriosis ("powder-burn cluster / chaotic menstrual endometrium") and anaemia ("anemia") and underwent ovarian lesion excision (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy, laparoscopy, hysterectomy with bilateral salpingectomy, microcoil removal and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, ovarian lesion excision, the last episode of muscle spasms, vulvovaginal pain, nausea, dizziness, allergy to metals, vaginal haemorrhage, female sexual dysfunction, the last episode of migraine, headache, dysmenorrhoea, dyspareunia, endometrial disorder, endometriosis, fatigue, back pain and anaemia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, back pain, dizziness, dysmenorrhoea, dyspareunia, endometrial disorder, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, ovarian lesion excision, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of migraine, the first episode of muscle spasms, the second episode of migraine and the second episode of muscle spasms to be related to essure. The reporter commented: patient had a improved significantly since her surgery. Her symptoms have virtually resolved. Pelvic pain, migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new event anemia was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia'), abdominal pain ('cramping') and ovarian lesion excision ('ovary lesions') in an adult female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". Medical conditions: on (B)(6) 2013, surgical pathology report diagnosis: left and right fallopian tubes segments with micro coil, bilateral partial salpingectomy: - mild acute salpingitis with focal lumina' fibrosis. - coiled metallic wire consistent with microcoil. Gross description: segments of l and r fallopian tubes with microcoil are 2 segments of fallopian tube measuring 2 x. 0.6 cm (inked blue) and 2.5 x 0.7 cm. The lumen of each segment contains a coiled metallic wire. Concurrent conditions included female condom, shooting pain, salpingitis (mild acute salpingitis.), fibrosis (focal lumina' fibrosis.), pelvic discomfort and nickel sensitivity. Concomitant products included ethinylestradiol;levonorgestrel (alesse) from (B)(6) 2013. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of muscle spasms ("back contraction"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal sharp pain"), allergy to metals ("an allergic reaction to the essure device / nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and back pain ("back contraction"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the second episode of muscle spasms ("back contractions"), the first episode of migraine ("migraines"), nausea ("nausea"), dizziness ("dizziness"), the second episode of migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), endometrial disorder ("chaotic menstrual endometrium"), endometriosis ("powder-burn cluster / chaotic menstrual endometrium") and anaemia ("anemia") and underwent ovarian lesion excision (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy, laparoscopy, hysterectomy with bilateral salpingectomy, microcoil removal and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, ovarian lesion excision, the last episode of muscle spasms, vulvovaginal pain, nausea, dizziness, allergy to metals, vaginal haemorrhage, female sexual dysfunction, the last episode of migraine, headache, dysmenorrhoea, dyspareunia, endometrial disorder, endometriosis, fatigue, back pain and anaemia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, back pain, dizziness, dysmenorrhoea, dyspareunia, endometrial disorder, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, ovarian lesion excision, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of migraine, the first episode of muscle spasms, the second episode of migraine and the second episode of muscle spasms to be related to essure. The reporter commented: patient had a improved significantly since her surgery. Her symptoms have virtually resolved. Pelvic pain, migraine headache. Lot number: a02555, manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), abdominal pain ("cramping") and ovarian lesion excision ("ovary lesions") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included condom. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and back pain ("back contaction"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovarian lesion excision (seriousness criterion medically significant), muscle spasms ("back contractions"), vulvovaginal pain ("vaginal sharp pain"), the first episode of migraine ("migraines"), nausea ("nausea"), dizziness ("dizziness"), allergy to metals ("an allergic reaction to the essure device / nickel allergy"), the second episode of migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), menstrual disorder ("chaotic menstrual endometrium"), endometriosis ("powder-burn cluster / chaotic menstrual endometrium") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, ovarian lesion excision, muscle spasms, vulvovaginal pain, nausea, dizziness, allergy to metals, vaginal haemorrhage, female sexual dysfunction, the last episode of migraine, headache, dysmenorrhoea, dyspareunia, menstrual disorder, endometriosis, back pain and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, muscle spasms, nausea, ovarian lesion excision, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of migraine and the second episode of migraine to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs, reporter added, patient concomitant condition added, concomitant drug added, events medical device removal and complication associated with device replaced with events:- vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, menstrualdisorder, ovarian lesion excision, endometriosis,back pain, fatigue, device monitoring procedure not performed. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), abdominal pain ("cramping") and ovarian lesion excision ("ovary lesions") in an adult female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included female condom, shooting pain, salpingitis (mild acute salpingitis.), fibrosis (focal lumina' fibrosis.), pelvic discomfort and nickel sensitivity. Concomitant products included eugynon (alesse) from september 2013 to october 2013. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of muscle spasms ("back contraction"). In september 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal sharp pain"), allergy to metals ("an allergic reaction to the essure device / nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and back pain ("back contraction"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovarian lesion excision (seriousness criterion medically significant), the second episode of muscle spasms ("back contractions"), the first episode of migraine ("migraines"), nausea ("nausea"), dizziness ("dizziness"), the second episode of migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), endometrial disorder ("chaotic menstrual endometrium") and endometriosis ("powder-burn cluster / chaotic menstrual endometrium"). The patient was treated with surgery (hysteroscopy, laparoscopy, hysterectomy with bilateral salpingectomy, microcoil removal), surgery (ablation) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, ovarian lesion excision, the last episode of muscle spasms, vulvovaginal pain, nausea, dizziness, allergy to metals, vaginal haemorrhage, female sexual dysfunction, the last episode of migraine, headache, dysmenorrhoea, dyspareunia, endometrial disorder, endometriosis, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dizziness, dysmenorrhoea, dyspareunia, endometrial disorder, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, ovarian lesion excision, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of migraine, the first episode of muscle spasms, the second episode of migraine and the second episode of muscle spasms to be related to essure. The reporter commented: patient had a improved significantly since her surgery. Her symptoms have virtually resolved. Diagnostic results: on (B)(6) 2013, surgical pathology report diagnosis: left and right fallopian tubes segments with micro coil, bilateral partial salpingectomy: - mild acute salpingitis with focal lumina' fibrosis. - coiled metallic wire consistent with microcoil. Gross description: segments of l and r fallopian tubes with microcoil are 2 segments of fallopian tube measuring 2 x 0.6 cm (inked blue) and 2.5 x 0.7 cm. The lumen of each segment contains a coiled metallic wire. Pelvic pain, migraine headache quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added:- back contraction incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.